Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because apply sample was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned.the 510(k)# is k073231.